Event description:
Reporter stated that, approximately one month ago, pt's self-monitoring blood glucose device was generating high blood glucose results (values not provided). Reporter alleged that, based on the elevated results, pt was receiving too much insulin (type and amount not provided). Reporter indicated that pt experienced low blood glucose, becoming incoherent. Pt was treated, by reporter, with glucose and icing. Reporter stated that pt had already discarded the test strips in use at the time of the event. Reported noted that pt owns two of the same type blood glucose monitors, and pt was unable to determine which device was in use at the time of the event. Controls had not been run on the system. Technical support requested the return of the suspect product and replacement product was shipped.